Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the "home patient (hp) had an issue when trying to connect the solution bag to the line of the cassette. The patient was not connected. The hp explained that when they attempted to add another bag to an unused supply line, it did not fit the line." The technical service representative (tsr) advised the hp to start over with all new supplies and assisted them to end the therapy with the current setup. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported problem cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.